Manufacturer narrative:
On 12/16/2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. On 12/27/2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 310cc mentor smooth round high profile saline catalog: 3503310 lot: 7378730 sn:(B)(6) and (right) 310cc mentor smooth round high profile saline catalog: 3503310 lot: 7525094 sn: (B)(6). On 12/31/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease on the posterior view was observed. Leak testing was performed in accordance with mentor procedures and a tear measuring less than 0.1 cm on the posterior view was revealed. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Related to the crease, this failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3502325 and lot number 6703672) is a concomitant device, therefore no further analysis is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 6703672 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 325cc mentor smooth round moderate plus profile saline breast prostheses, experienced left side deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.